Event description:
Cusomter called to report accuracy issue with her meter. Had mer meter tested against a lab reading. Analysis run on clark error grid using lab readings (61) as reference point vs. Bd readings (91) yielded some data ponts in the d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.